Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 144 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump had an intermittent button response on up arrow button due to corroded keypad traces. No unexpected numbers ramping noted. Insulin pump had minor scratches on display window, cracked case at display window corner, scratched reservoir tube window and cracked reservoir tube lip.